Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and afapro28 balloon catheter with lot number 11926 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. One patient file was received and recorded on the reported date of the event. The file showed 12 applications were performed with the returned balloon catheter and four applications were performed with a non-returned balloon catheter. The file showed system notice 50032 "the safety system detected a compromised outer vacuum" during the thaw phase of the twelfth application with the returned balloon catheter. Console output data showed the pressure and flow readings were as expected, however, the temperature profile was unexpected and reached -69 degrees celsius during the ablation phase of the twelfth application with the returned balloon catheter. Console output data showed pressure and flow readings were as expected. However the temperature profile was unexpected and did not drop below -30 degrees celsius during the ablation phase of the fourth, sixth, seventh, eighth, and eleventh applications with the returned balloon catheter. Console output data showed pressure and flow readings were as expected. However the temperature profile was unexpected and did not drop below -30 degrees celsius during the ablation phase of the thirteenth, fourteenth, and sixteenth applications with the non-returned balloon catheter. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 12 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. In conclusion, the reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, temperatures were dropping faster and colder than expected and a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.